Event description:
It was reported that during a shoulder procedure using a 2.8mm q-fix all suture anchor, the suture was discovered to be cut at the base of the anchor, upon implantation. This implant was abandoned in the bone and the procedure was completed by drilling a new bone hole and implanting a backup device. There were no significant delays or pt complications reported as a result of this event.